Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels and was taken to the hosp. Customer was transferred to another hosp until release. During their stay, customer stated that the pump was damaged. Customer had lows in the early morning and has been adjusting her basal. Customer's blood glucose level was 54 mg/dl. Customer treated with food. Insulin pump will need to be replaced. Customer declined troubleshooting. No add'l info provided.